Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that they gained 80 pounds with the device implanted. After the third month, the patient already gained 10 pounds. The patient stated that they had not changed anything in their diet or level of activity. Once the device was removed, the patient lost the weight. No trauma or falls were reported and no unrelated medical procedures were reported. Complete system removal was reported. The patient stated that the pain got better after explant but they still had pain between the shoulder blades and where they had the fractured disk from a pre-existing 18 wheeler car accident. No intervention in regards to the pain was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient&#38112;healthcare provider (hcp) reported the patient&#38112;pain was related to another issue. The device was explanted so she could have an MRI.